Event description:
It was reported to baxter (B)(4) that a flogard infusion pump "shuts off the pump." It is unknown when this condition occurred. There was no report of patient involvement; therefore, no report of patient injury, medical intervention, or adverse reaction is associated with the reported condition. No additional information is available.

Manufacturer narrative:
(B)(4). Evaluation summary: the reported condition of "shuts off the pump" was confirmed as f66, a battery-related failure. The root cause was due to defective main batteries, which were replaced to resolve the reported condition. A service history review was performed revealing the reported condition is not related to any previous customer service request on this pump.

Manufacturer narrative:
(B)(4).